Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy bag. The cause of the event was not reported. A day prior to the peritonitis diagnosis, the patient experienced abdominal pain and cloudy bag. The patient was not hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with vancomycin (loading dose of 2g and was changed to 1g, every 5 days, intraperitoneal, for 21 days, discontinued), ceftazidime (1 g, daily, intraperitoneal, for 21 days, discontinued) and fluconazole (100mg, daily, intraperitoneal, for 21 days, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events (three days after starting antibiotic treatment). A month after the event onset, the pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.